Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: retracted previously reported patient code (tissue damage) and changed with foreign body reaction.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left total hip. Summit std 8 stem, depuy asr cup 58mm, depuy asr uni head 51mm, depuy asr sleeve +5. All implants at that time. Cup, head and sleeve were explanted while the stem was remained. New cup, apex plug and altrx +4/10d, delta ts 40mm +8.5 put in. Metallosis were seen inside the tapered sleeve and stem trunion. It was also indicated that the cup was well fixed but patient had a lot of pain with movement. Full pelvis x-ray reveals significant h/o at cup-head junction. Doi: (B)(6) 2007; dor: (B)(6) 2019, left hip.